Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the physician was attempting to interpret data on during interrogation with the implantable cardiac monitor (icm), the device states "invalid data" when clicking on events. On the events that can be viewed, the electrocardiogram can only be seen sporadically undulates off the screen although ventricular sense markers and plot graphs in relation to episode can still be seen. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.